Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead and pacemaker triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Upon further evaluation in clinic, there was no ra capture in bipolar and noise was observed with minimal arm movements. Technical services (ts) reviewed troubleshooting options and possible causes, and it was suspected that these observations were likely attributed to a recent pocket revision due to pain back in (B)(6) 2023. Ts recommended further ra lead evaluation. This pacemaker system remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead and pacemaker triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Upon further evaluation in clinic, there was no ra capture in bipolar and noise was observed with minimal arm movements. Technical services (ts) reviewed troubleshooting options and possible causes, and it was suspected that these observations were likely attributed to a recent pocket revision due to pain back in (B)(6) 2023. Ts recommended further ra lead evaluation. This pacemaker system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.